Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned in a small specimen jar on wet medical sponge material. The lens was allowed to air dry prior to evaluation. Residue of viscoelastic was observed on the lens. The optic was cut into two portions. One optic portion has a rounded cracked area of damage. Splintering cracked damage into the optic material was observed along the cut line of damage. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. The root cause for the reported complaint cannot be determined. The lens was returned cut into two portions, typical of an insertion and removal. Additional lens damage was observed. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company (2.25 cyl.) 18.0 diopter lens was removed and replaced. The replacement lens information was not provided. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient visual acuity in all fields is blurred, halos around lights, dark light contrast is not clear, difficult to read. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as dysphotopsias secondary to iol. Additional information has been requested.